Manufacturer narrative:
Part number # 3170-80 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube was inserted (B)(6) 2011 and air leak was detected on (B)(6) 2011. The caller reported that extubation and reintubation of a replacement tube was performed. The caller reported that visual inspection of the removed tube had no apparent defect.